Event description:
Add'l info rec'd from MFR 4/3/00: the device performed normally during testing and was found to be functioning within spec. The medwatch form states the device was prophylactically removed following a safety alert that was issued for such devices implanted subpectorally. Follow-up with the rptr has found that the pt fully recovered and has experienced no further adverse events. The ICD was implanted in 1998 and removed in 2000. The total implant duration was 16.3 months.

Event description:
Safety alert issued for those aicd's implanted subpectorally. Pt presented for elective aicd replacement following mini iii safety alert.